Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. (B)(4).

Event description:
A journal article reported the results of a randomized study to compare initial glaucoma therapy with medications and trabeculectomy. Among 199 pts randomized to medications, 52 underwent phacoemulsification/intraocular lens (iol), as did 89/199 of pts randomized to trabeculectomy. Nineteen pts undergoing cataract surgery (with or without simultaneous trabeculectomy) experienced corneal edema. Seven pts undergoing cataract surgery (with or without simultaneous trabeculectomy) experienced posterior capsular rupture. The conclusion of the study showed that trabeculectomy lowered intraocular pressure (iop) significantly more than medical treatment, but with slightly greater loss of visual acuity. Combined phacoemulsification/iol and trabeculectomy improved visual acuity with substantial iop lowering.